Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) exhibited oversensing. The physician was unable to reproduce the oversening through isometrics, pocket manipulation or an electrophysiology study. The physician has elected to leave the system implanted.